Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. The device contained ceftazidime 6gm in normal saline. The leak was discovered before connecting the device to the patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from march 13, 2023 to march 15, 2023. H10: the actual device was received for evaluation. A visual inspection was performed, and fluid was observed inside a bag that contained the unit. When the unit was removed from the bag, the cause of the leak inside the bag was found to be an untightened winged luer cap. Signs of surface roughness were not observed inside the cap when inspected under the microscope. Therefore, the cause of leak may be due to a use error by not securely tightening the winged luer cap. A functional leak test with hand tightening the cap was performed, and no signs of leaking were observed. Based on the sample analysis finding, the device was determined to be conforming product because no evidence of leak was observed during the functional leak test. The reported condition was verified. The cause of the reported condition was a user error. The product label (IFU, instructions for use) indicates, ¿ensure that the winged luer cap is securely connected after filling and priming.¿ a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.